Event description:
During a regular follow-up (dated (B)(6) 2016), some v-burst episodes were recorded with short r-r intervals. In addition, the ventricular lead impedance curve showed that low ventricular lead impedance values were intermittently recorded at three points. From these observations, insulation fracture of the ventricular lead was suspected. Whereas the subject device in question was programmed to operate in ddd mode with the basic rate of 50 min-1, 12-lead ECG showed that rr intervals were prolonged to approximately 2000 ms on rare occasions. According to the patient, she had come to occasionally feel light-headedness since this month. With this symptom, it was decided to have the patient use a holter monitor for examination. As it was considered possible that the observed abnormalities were related to the bipolar settings of the ventricular lead, both ventricular pacing and sensing polarity were reprogrammed to unipolar for checking purposes. On (B)(6) 2016, the data recorded in the holter monitor was analyzed, which revealed rr interval prolonged to approximately 3000 ms on the ECG. While the behavior of the pacemaker was checked, ventricular amplitudes between 10 and 15 mv were measured by the pacemaker at times when no r-waves were shown on ECG. With the physician considering replacement of the ventricular lead, the patient was hospitalised. On (B)(6) 2016, it was decided to perform a re-intervention on (B)(6) 2016. On (B)(6) 2016, while the patient was in the hospital ward, a ventricular pause of around 5 seconds was observed. On (B)(6) 2016, the re-intervention was performed; a whole new ddd pacing system was implanted in the right chest (the opposite side from the previous devices). The subject device was then taken out from the pacemaker pocket, and a lead pull test was performed before loosening of the ventricular set-screw. As a result, the lead connector of the ventricular lead was not disconnected from the ventricular port of the pacemaker. After loosening of each set-screw, both ventricular and atrial leads were disconnected from the pacemaker and were capped and abandoned inside the body. After the procedure, the explanted device was returned for analysis while no pacemaker issues had been suspected.

Event description:
During a regular follow-up (dated (B)(6) 2016), some v-burst episodes were recorded with short r-r intervals. In addition, the ventricular lead impedance curve showed that low ventricular lead impedance values were intermittently recorded at three points. From these observations, insulation fracture of the ventricular lead was suspected. Whereas the subject device in question was programmed to operate in ddd mode with the basic rate of 50 min-1, 12-lead ECG showed that rr intervals were prolonged to approximately 2000 ms on rare occasions. According to the patient, she had come to occasionally feel light-headedness since this month. With this symptom, it was decided to have the patient use a holter monitor for examination. As it was considered possible that the observed abnormalities were related to the bipolar settings of the ventricular lead, both ventricular pacing and sensing polarity were reprogrammed to unipolar for checking purposes. On (B)(6) 2016, the data recorded in the holter monitor was analyzed, which revealed rr interval prolonged to approximately 3000 ms on the ECG. While the behavior of the pacemaker was checked, ventricular amplitudes between 10 and 15 mv were measured by the pacemaker at times when no r-waves were shown on ECG. With the physician considering replacement of the ventricular lead, the patient was hospitalised. On (B)(6) 2016, it was decided to perform a re-intervention on (B)(6) 2016. On (B)(6) 2016, while the patient was in the hospital ward, a ventricular pause of around 5 seconds was observed. On (B)(6) 2016, the re-intervention was performed; a whole new ddd pacing system was implanted in the right chest (the opposite side from the previous devices). The subject device was then taken out from the pacemaker pocket, and a lead pull test was performed before loosening of the ventricular set-screw. As a result, the lead connector of the ventricular lead was not disconnected from the ventricular port of the pacemaker. After loosening of each set-screw, both ventricular and atrial leads were disconnected from the pacemaker and were capped and abandoned inside the body. After the procedure, the explanted device was returned for analysis while no pacemaker issues had been suspected.